Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. Customers insulin pump noted the motor arm failed the self-test. Customer stated his basals are not delivering, so he is treating himself by bolusing with the insulin pump. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with alarm during self test due to faulty y1/rf board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.